Event description:
There was a broken connecting part prior to the procedure and the product was discarded. Follow up information indicated that the broken part was in reference to the junction of the tip to the shaft.